Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information and investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with metha product. It was reported that the surgeon removed the two broken pieces after impaction and matched them up to the product (broken orange cap) itself to find that there was no missing part in the product. This way, the surgeon confirmed that there was no parts remaining in the patient. There was no patient harm. An additional medical intervention was not necessary. This malfunction prolonged the surgery for 3 minutes. Additional information was not provided nor available. The malfunction is filed under aag (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: we did receive the protective cap and 2 small fragments for investigation. The parts have been decontaminated according to internal standards. Failure description - the hole on the front side of the protective cap shows damages. Besides that, no further damages can be detected. Investigation - the protective cap has been analyzed visually. The investigation of the protective cap revealed that the hole on the front side is damaged (splintered). The corresponding 2 fragments are enclosed. Besides that, no further damages can be found on the component. Batch history review - the device history records have been checked for the available lot number 52511039 and found to be according to the specification, valid at the time of production. No further complaints registered against the same lot number. Conclusion and root cause - the failure is most probably usage related. Rationale - after the investigation of the protective cap, we suspect that the failure is most probably usage related. According to the surgical instruction, it is correct to keep the protective cap on the taper of the stem during the impacting procedure. The impaction can take place with the instrument nd401r via the taper directly, or with the instrument ng930r via the slot on the lateral side of the stem. It is possible that a wrong instrument led to the splintering of the protective cap. Another possibility is that the correct instrument (nd401r) was used, but that it slipped away during the impaction. On the basis of the statistical analysis and market surveillance, this is an individual case. No systematic problem could be detected. Corrective action - according to sop sa-de13-m-4-2-04-000-0 (preventive action and corrective action) a CAPA is not necessary.